Event description:
A high impedance event was identified from a review of the manufacturer¿s in-house programming history database. On (B)(6) 2016 the device was interrogated, a system diagnostic was performed and resulted in high impedance, the device was interrogated, then programmed to lower settings. The device was then interrogated again the same visit and then a second diagnostic was performed and resulted in high impedance again. The device was then programmed off. On the next visit dated (B)(6) 2017 a system diagnostic was performed and resulted in high impedance again. Additional relevant information has not been received to-date. No known surgery has occurred to-date.